Event description:
It was reported that the patient had a gynecological procedure in 2008. The patient has a large uterus with several fibroids. During the procedure, the blade had been morcellating for quite some time through some dense tissue and it eventually seized. A second device was used and the case completed without patient consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.